Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Eval revealed that a misaligned display screen and dislodged force sensor pins. When the load step was performed during eval, the pump did not recognize the cartridge and emitted a "no cartridge detected" warning. Review of the pump history revealed additional loss of prime warnings associated with zero force.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.